Manufacturer narrative:
Device passed displacement, and active current measurement tests; it failed sleep current measurement test. After further review there were no signs of previous moisture damage or corrosion on the electronic assembly. After swapping the boards out into another case, and then swapping a known good electrical board onto electrical board, the sleep current measurement fell within specifications. The high sleep current measurement appears to be isolated to electrical board.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump alarmed replace battery during night and did not give low battery warning in advance. The battery cap was not damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.